Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that low power advisory alarms occurred while the patient was on battery power. Log files review was requested which revealed low power advisory events on (B)(6) 2025 due to a brief reduction in the relative state of charge (rsoc) signal values, though it was noted there was no associated voltage decrease. The battery clips, batteries, and system controller were exchanged. The patient was issued new battery clips and the site noted that no further issues occurred after the new battery clips were put into use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to battery power was confirmed via the log files. The reported event of a system controller exchange due to these alarms was not captured within the log files. The system controller did not return for analysis. The system controller, serial number: (B)(6), event log file was reviewed, and timestamps span approximately 16 hours (22:53:40 on 22aug2025 to 15:19:55 on 23aug2025). Throughout the log files, low power advisory and power cable disconnect alarms were intermittently active, associated with atypical relative state of charge (rsoc) values being measured on the black power cable. These alarms activated while connected to battery power and resolved on their own as the rsoc returned to normal values and did not require a power source exchange. There were no other remarkable events or alarms found within this log file. The pump maintained a speed within the expected range throughout the log file. The root cause of the reported exchange was traced to the troubleshooting of the reported low voltage alarms, per the provided information. The root cause of the reported low voltage alarms could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) rev. D and the heartmate 3 patient handbook rev. An are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use rev. D section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook rev. A section 2 entitled ¿how your heart pump works¿ detail the two appropriate methods in which the system controller can be exchanged. Within this section, it emphasizes the user to not attempt to change their system controller without having a trained, competent caregiver at their side to assist. It further instructs the user to follow all alarm instructions, including calling the hospital. Failure to do so may result in injury or death. The heartmate 3 lvas instructions for use rev. D section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook rev. A section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including low voltage alarms. The heartmate 3 instructions for use rev. D section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook rev. A section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU rev. D section f entitled ¿safety checklists¿ and the heartmate 3 patient handbook rev. A section 10 entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook rev. A cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.